Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and the universal serial bus (usb) connector was found to be dislodged. Functional testing was not performed because the device was received in a condition making evaluation impossible. Therefore the reported event of a hardware error could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 and claimed that on (B)(6) 2015 the patient experienced a hardware failure. The patient did not report any injury or medical intervention.